Event description:
Patient contacted our firm to report an infectious corneal ulcer while wearing acuvue 2 contact lenses. The patient reports routine overnight wear of 5 nights with 2 days lens rest on weekends. Replacement is with a new lens on mondays. The patient reported that daily on wakening, a few drops of complete moisture plus is instilled into the eyes as rewetting agent. The patient did not know how long the solution bottle had been opened but did report the solution was not past expiration. The patient presented to the ophthalmologist with a red, painful eye os and was diagnosed with a corneal ulcer. The cornea was cultured and returned positive for pseudomonas aeruginosa. The initial lesion was superior, paracentral, 4.5 mm x 4.5 mm in size. Rx was begun with vigamox q1h and isoptohomatropine bid. The patient chart reports improvement over multiple visits. Pred forte was added after a few days. In 2008, the patient reports dry eyes and was rx with systane tid. A 30% thinning noted in area of resolving lesion. Punctate epithelial erosions noted inferiorly os. Product in question has been discarded and is unavailable for investigation. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. Device discarded; unable to follow up. No conclusions can be drawn.